Event description:
It was reported by the user facility that a patient allegedly passed away due to the length of time it took for the mattress to deflate and claimed they were not able to perform CPR in a timely manner because of the alleged deflation issue. No serial number has been provided and the unit has not been identified for evaluation.

Manufacturer narrative:
Follow-up submitted with evaluation results which reported no malfunction was found during testing with various weights. It was also confirmed by a physician that effective chest compressions can be performed without full deflation and the reported increase in time compared to other mattresses cannot be shown to materially decrease effectiveness of chest compressions during CPR.

Event description:
It was reported by the user facility that a patient allegedly passed away due to the length of time it took for the mattress to deflate, and claimed they were not able to perform CPR in a timely manner because of the alleged deflation issue. No serial number has been provided and the unit has not been identified for evaluation.